Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Manufacturer narrative:
During device evaluation, the customer's allegation was not confirmed. However, the device evaluation found water tightness is lost due to damage on cable unit. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure. It is assumed that after the customer reprocessed the camera head before use, due to the loss of water tightness, residual liquid condensed on the lens and therefore the image appeared foggy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2: (B)(6). G1 - manufacturer contact facility name - shirakawa olympus co., ltd. The device is expected to be returned. Follow up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the high definition 3cmos camera head presented a cloudy/hazy image. No reported health hazard to patient.